Event description:
MFR's distributor reported that during a breast procedure at a clinic in (B)(6), the pt received a burn to her breast. The mj11 forceps were used for coagulation. The size and degree of the burn were not provided to the MFR. There were no photos of the burn area. The forceps were used with a conmed sabre 2400 electrosurgical generator, 240v, 50 hz, at setting of 25-40, for 5-6 seconds. A conmed neutral plate was positioned under an arm. Thirty to forty minutes into the procedure the burn was noticed about 1 cm from the operating area. When the burn was noticed it was cut out right away. There is no permanent damage the device was sterilized using eo gas and not inspected prior to the surgery.

Manufacturer narrative:
Burn marks could be seen with the naked eye on the insulated coated portion of the forceps near each of the tips where the insulation ends and the uncoated metal tips protrude. Add'l burn marks were found approx 3/4" up from each tip on both arms of the forceps but only on one side of the forceps. One arm, the arm with the suction tube, was burned more than the other arm with the burn mark covering about 1/4" of the insulation. Another burn mark was found on only one arm of the forceps at 4-1/2" up the arm from the tip. Some indents and nicks in the insulation could be seen both with the naked eye and with aid of 10x loop at various points up both arms of the forceps. There was a gel like residue and unk fibers on both arms of the forceps covering about 1-3/4" of the forceps from the tips up. Brown marks were also found on both arms of the forceps about 3-1/2" up where the contours of the arms of the forceps begin. Ellman's instruction for use specify only steam sterilization. The device was eto sterilized. Instruction for use also state the instrument should be inspected prior to use. The insulation on the instrument shows deterioration that could have been detected with inspection. The MFR concludes that the breakdown of the outer protective rilsan powder coating may have been due to the use of the ethylene oxide sterilization process which has been known to breakdown the rilsan powder coating and has not been validated by ellman international, has not been tested and is not specified in the instructions.